Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements greater than 3000 ohms and a rise in threshold measurements. The cause of the abnormal measurements is unknown. As a result, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.